Event description:
During a follow up, episodes of vt/vf were observed. Noise on the svc-can channel was observed. Lead issue was suspected. No intervention was done at this time. The patient will return for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.